Manufacturer narrative:
The size of the implant and the required drill guide is determined through a design call with surgeon approval and was recorded correctly via the relevant internal documentation. Despite appropriate review both internally and by the operating physician, the error in the surgical plan was no identified - most likely due to the discrepancy being in a large, formatted table of many manually entered words and design details, while the page of the surgical plan that is automatically generated from the design file was indeed correct. Each surgical plan is manually generated and has no effect on subsequent plans, therefore this is an isolated incident.

Event description:
Due to an error in the surgical guide, the surgeon drilled for a post 1mm in diameter larger than the true diameter of the post. As a result, the surgeon had to abort the procedure and implant a spacer instead.